Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged power issue. The reporter alleged intermittent power to the pump on (B)(6) 2014 and reported that the patient had blood glucose (bg) 500 mg/dl with symptoms of extreme thirst, excessive urination, dehydration, and large ketones. Reportedly, the patient was given 8 units of insulin at the healthcare provider¿s office. The reporter stated that they were unaware of when the power issue began. Reportedly, there was no damage to the pump battery cap or cartridge, no evidence of moisture or corrosion to the pump, and changing the battery had no effect. There was no further information provided regarding intervention and outcome. This complaint is being reported for alleged hyperglycemic event associated with an alleged power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box indicated that the pump was running on the year 2007. The intermittent power event could not be confirmed due to the incorrect date in the black box. The battery compartment was observed to be cracked near the case seal. There was no damage found to the returned battery cap which attached properly to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated. The battery cap contact measurements for height and width were in specifications. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial complaint, the display screen had a pinkish contrast and was still legible. Product analysis was unable to confirm the power complaint as information for the complaint was not available in the black box and a power issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.